Manufacturer narrative:
A2 - dob - date of birth is unknown - patient's age was used to determine year and the date on (B)(6) 2024 was used as place holder. E tab: the complaint was received through: (B)(6). D2, g4: model number is not sold in the us but similar device is sold under model: 12628. This product was used for the product code and 501k. Investigation summary: the complaint on the 01c-smv3v3 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot: 13771803 was reviewed and no non-conformities were found that would have led to the reported complaint.

Event description:
A complaint involving a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml experiencing leakage during use. The reporter stated, "after half an hour of infusion, leakage was found. The event happened to a 54 years old. That the intention for use: as a multi-channel drug delivery device in the process of intravenous infusion, the product provides multiple drug delivery channels, in which the check valve is designed to prevent liquid backflow, and the liquid can be pumped back through the button device with the valve body. That the using process: 1. According to the needs of the patient's condition, on (B)(6) 2024 for the patient to perform liver malignant tumor surgery, intraoperative need to use vantong valve. 2. The operator uses the unsealed device, no visible abnormalities, within the validity period, and according to the device instructions to operate. 3. 1 hour after the wantong valve is used to connect the venous access, the intravenous liquid leaks. 4. The operator found leakage, immediately replace the universal valve. 5. Replace the new vantone valve, no leakage was found, continue to perform body fluid treatment. Combination of medicine/medical device intravenous injection of liquid medicine, infusion connecting tube, surgical instrument set, etc. The place of used is medical institution and name of the place is (B)(6) hospital of (B)(6) university. The cause analysis is product reasons (including instructions, etc.). Description of the cause analysis is the connection between the bandong valve and the infusion connecting pipe is poor. Preliminary processing situation is replace the product and contact the manufacturer and supplier to resolve. Preliminary processing situation is replace the new product immediately." There was patient involvement but no patient harm.